Event description:
As reported by the user facility: needle stick after insertion of catheter into the patient. It is an unknown reference number for introcan; it was a winged fep catheter. Incident date: (B)(6) 2013. The customer states, "the clinician started the IV, removed the stylet and placed it inside the packaging for the introcan which was on the bed. When she reached down to pick up the needle to clean it up, the needle came out of the side of the safety clamp. The safety clamp slide down the needle, which is how the clinician was stuck." No samples or pictures of the needles. The sample was discarded. The catheter was placed in a patient that possibly is hiv positive. Treatment wise for the clinician was tested at the time of the incident and will then be tested monthly for the next 6 months. MFR 9610825-2013-00115.